Event description:
While attempting to pace a patient the device was unable to capture the patient's heart rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.